Manufacturer narrative:
Product is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to perforation that caused pericardial effusion. The lead was successfully replaced. No additional adverse patient effects were reported.